Event description:
It was reported that a pump alarmed for a system error 322 during an infusion (medication, programmed amount and delivery rate unk). It is unk which care area the device was in at the time of the error, and there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The eval confirmed a system error 322 caused by a failed upper latch switch. The failed upper latch switch was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.